Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device was found to be in good physical condition. Device underwent delivery testing; unable to confirm the reported customer complaint. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6 percent. Device passed all function tests. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed flow rate testing by, -7.8% and -7.2%. Reported that there was no patient involvement.